Event description:
User reported they received discrepant pt troponin t results for two pt samples. The user was unable to provide exact dates of testing or actual tropinin t results. Only one pt example was provided initial result was around 0.05 ng per ml; repeated twice as negative both times. No erroneous results were reported.

Manufacturer narrative:
User declined a field service dispatch.